Event description:
The customer reported an image artifact. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The sensor panel was not returned for eval. (B)(4).